Event description:
It was reported that the peritoneal dialysis (pd) nurse found that a transfer set was missing a cap. This occurred before use. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.